Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated patient was charging and all of a sudden there was a shocking sensation in the back where it kind of vibrates. Caller stated they can't get it to stop. Agent tried to clarify if shocking or a strong sensation and the caller stated shocking sensation in the back. Caller states the ins is low. Caller mentioned the rtm is sensitive when charging.patient service specialist walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery and confirmed green light was flashing. Caller then connected recharger and confirmed charging excellent. Agent walked caller through turning off stimulation in the meantime as the patient has the shocking sensation. Patient could tell the sensation went away. Caller confirmed stimulation was off. Caller was able to change to group a and will decrease the stimulation. Agent walked through steps how to lower stim. Caller was aware he was going to charge first and then adjust settings when done charging. The troubleshooting steps that were taken on the call resolved the issue. Agent advised to call back if further questions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt provided weight information.